Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that an embolism occurred, requiring intervention. A jetstream atherectomy catheter was selected for an atherectomy procedure to treat stenosis in the superficial femoral artery. During use, a peripheral embolism occurred in an unknown location, but it was successfully retrieved. There were no patient complications as a result of this event.